Manufacturer narrative:
(B)(4): the device was not returned to the manufacturer for evaluation; therefore, the cause of the event cannot be determined.

Event description:
It was reported that a device was implanted in a patient in an unspecified spinal procedure. It was reported that a patient developed bone erosion post-operatively at the l4-l5 levels.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Additional information: medical interpretation: lateral x-rays and sagittal CT reconstructions show endplate remodeling with bridging bone fusion. Subsidence is suggested by narrowed disc spacer and erosion at spacer. Fusion is documented. No adverse event noted. Tlif l4/5 of solid arthrodosis.endplate remodeling and subsidence which often occurs during fusion process. As all devices met their intended function. (Not reportable).